Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that the cause of the motor stall was not determined. The patient was seen in the clinic on (B)(6) 2018. The pump was programmed to minimum rate. The patient was being supplemented with oral pain medications. The patient was referred to a surgeon for pump revision. The local device manufacturer representatives were notified to send the pump for analysis when the pump was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (25 mg/ml at 12.996 mg/day) and bupivacaine (15 mg/ml at 7.797 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the pump was interrogated and showed that a motor stall occurred on (B)(6) 2018 at 1823, with no recovery. This was the only motor stall seen per the event logs. The patient had been hearing the audible pump alarm. It was confirmed that there was no MRI or electromagnetic interference (emi) that cause the stall. No medical symptoms were reported. No further complications were reported.